Event description:
During robotic hysterectomy, cautery spatula was in robot arm one. Instrument started smoking after several minutes of use. Instrument was replaced and defective equipment sent to biomed for chain of custody. Diagnosis or reason for use: robotic assisted hysterectomy for enlarged uterus. Event abated after use stopped or dose reduced: yes.